Event description:
As reported through edwards japan affiliate, during preparation for a transfemoral transaortic valve replacement (tavr) procedure with a 23mm sapien 3 valve in the aortic position, valve deployment was attempted but the balloon was not inflated, which was considered a balloon rupture. The delivery system was pulled back to the tip of esheath but could not be pulled into the esheath. Also, it was considered that to pull the delivery system back to the access site would be difficult without storing it into the esheath due to the narrow diameter of the iliac artery. Therefore, the abdominal aorta was incised and the balloon with the sapien 3 valve was removed from the patient's body. The remaining part of the delivery system and the esheath were withdrawn as a single unit. A sheath was inserted through the abdominal aorta and balloon aortic valvuloplasty (bav) was performed with a non-edwards balloon catheter (diameter: 16 mm), then, the sapien 3 valve was deployed in the native aortic position with the new commander delivery system. When the retrieved balloon was checked, a hole was found in the balloon between the nose cone and the valve (left ventricle (lv) side). No patient's damage was reported. Per medical opinion, the only possible cause of the balloon rupture was that the balloon might have touched the calcification of the native aortic valve. It is difficult to predict. On the same day of the avr, after the patient left the operation room and was transferred to the ward. Discoloration was observed on of the lower limb where esheath was inserted. Thrombotic obstruction was confirmed at the esheath access site. Thus, surgical thrombectomy was performed. The cause of the event was considered that intimal damage could occur at the time of device removal. It seemed that no damages were noted on the retrieved valve.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
After an administrative review of the event, the following corrections are being made: the device code of rupture is being removed along with the clinical closure for rupture. The perforation is only associated with the difficulty of withdrawing the delivery system. Correction to h6; investigation conclusion. Please see the updated engineering review below. As reported, "valve deployment was attempted but the balloon was not inflated. The delivery system was pulled back to the tip of esheath but could not be pulled into the esheath". Additionally, per medical opinion, "the only possible cause of the balloon rupture was that the balloon might touch the calcification of the native aortic valve." During the product evaluation, a hole was noted on the distal shoulder of the inflation balloon. In this case, the patient had moderate calcified native aortic valve. It is possible that the balloon interacted with the calcified nodules during crossing, puncturing the balloon. While a definitive root cause was unable to be determined, available information suggests that patient factors (calcification) may have contributed to the reported event. Per the training manual, the user is instructed to "ensure the thv is centered on the flex tip" during thv retrieval through esheath. In this case, the thv was not centered on flex tip prior to its removal through the esheath. This may have caused the crimped valve to interact with the sheath tip leading to the reported withdrawal difficulties and subsequently requiring surgical intervention to remove the device from the patient. Although there was no reported vasculature complication during the procedure, injury to the aorta (if any) during delivery system removal through abdominal incision might weaken the aortic tissue and cause delayed aortic rupture, and subsequently leading to death. As such, available information suggests that use error (valve not centered at flex tip) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time at this time.

Manufacturer narrative:
Component code, impact code, clinical code and device code. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4). Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as relevant patient and procedural factors were not provided. However, the event may be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Additional information was provided that the delivery system was retrieved from the descending aorta with laparotomy, from where the devices were inserted and tavr was completed. In the subsequent course, the patient's condition was stable. On postoperative day (pod) 28, the patient experienced abdominal aortic rupture. Hemorrhagic stool and shock were observed. Aortoenteric fistula occurred and emergency endovenous ablation (eva) was performed but the patient's condition did not improve, and the patient expired.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Added codes to h6: type of investigation, investigation findings, and investigation conclusions. The device was returned. Procedural imagery was provided by the site and an imaging evaluation was performed that revealed the following: leakage was observed from distal shoulder of inflation balloon on fluoroscopy during contrast injection. Resistance was observed between the commander delivery system with crimped valve and the distal tip of the esheath during withdrawal process. Transcatheter heart valve (thv) was not centered on the flex tip prior to removal. A visual inspection was performed on the returned device and the following was observed: a pinhole was noted on the distal shoulder of the inflation balloon during flushing process. The valve appeared partially deployed and struts were slightly distorted at the outflow side. Due to the nature of the event, no functional testing was able to be performed. Dimensional testing. Dimensional testing was performed, and the following was observed: double-wall thickness measurements of the inflation balloon were taken, as an out of specification measurement could make the material more susceptible to tearing/damage and be indicative of a manufacturing nonconformance. Measured components were within specifications. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed based on visual inspection of returned device and imagery. However, no manufacturing non-conformance was identified during the evaluation. A review of the device history record, lot history, and complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As reported, "valve deployment was attempted but the balloon was not inflated. The delivery system was pulled back to the tip of esheath but could not be pulled into the esheath". Additionally, per medical opinion, "the only possible cause of the balloon rupture was that the balloon might touch the calcification of the native aortic valve." During product evaluation, a hole was noted on distal shoulder of inflation balloon. In this case, the patient had moderate calcified native aortic valve. It is possible that the balloon interacted with the calcified nodules during crossing, puncturing the balloon. While a definitive root cause was unable to be determined, available information suggests that patient factors (calcification) may have contributed to the reported event. Per training manual, the user is instructed to "ensure the transcatheter heart valve (thv) is centered on the flex tip" during thv retrieval through esheath+. In this case, the thv was not centered on flex tip prior its removal through the esheath. The gap between the flex tip and the crimped valve exposed the outflow apices and caused the apices to interact and catch on the sheath tip upon re-entry. Therefore, this event is likely due to use error. As such, available information suggests that use error (valve not centered at flex tip) may have contributed to the reported event. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No labeling/IFU deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time at this time.